Event description:
Complainant alleged that the paramedics found a 73 yr old male pt unconscious and not breathing. The medics began CPR and attempted intubation, but the attempt failed. Complainant indicated that the alleged malfunction occurred when the first paramedic attempted to monitor the pt using the 3 lead ECG electrode, but had the selector switch set to paddles, causing a diagnosis of asystole. The second paramedic noticed the incorrect position of selector switch and then selected the correct position of the switch. The pt condition of ventricular fibrillation was then displayed by the device. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the alleged malfunction.